Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3812ml. The fill volume was 2300ml. This meets iipv criteria. Product surveillance contacted the patient's nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse, she does not recall whether the patient reported any symptoms of overfill, however, the patient has resumed therapy. The nurse stated that the patient has not reported any issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Event description:
It is reported that the pt is presenting with pain.

Manufacturer narrative:
(B)(4). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain as one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).